Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that after filling the cartridge with 300 units of insulin, the next morning, the fill estimate reading was inaccurate. The customer had also received an occlusion alarm. The customer's blood glucose (bg) level was 212 mg/dl. The customer determined the cartridge was the source of the occlusion. The customer changed the cartridge and resumed insulin delivery. The occlusion and inaccurate fill estimate were resolved.